Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a high-pressure alarm was noted with the cadd cassette. It was also reported that the patient lost two vials of veletri in the mixing process. No adverse effects were reported.